Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 7.4 mmol/l at the time of incident. Customer stated that the insulin pump up button was unresponsive. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported crack on the insulin pump reservoir compartment. Customer had a pump error alarm as well. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit was received with operating currents within specification and passed self-test and displacement test. Unit was received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms or keypad anomalies noted. Unit was received with cracked case on the back at the battery tube area and battery tube threads. Unit was received with cracked keypad overlay at select button. Unit was received with minor scratched display window, case and keypad overlay texture damaged. Formatted history file analysis confirmed pump error 53 and pump error 4 due to software error (tt 2252). Traces of moisture were found at the electronic and motor assemblies per visual inspection.